Manufacturer narrative:
(B)(4). Additional information: the device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a loose supply bag connection is a known cause of air being introduced into the setup. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell four of five of peritoneal dialysis therapy. During troubleshooting, a loose connection between the cassette line and the supply bag was found. The customer tried tighten the connection but it was still loose. The technical service representative had the patient cycle power to clear the alarm. There was no patient injury or medical intervention associated with this event. No additional information is available.